Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. The complaint could not be confirmed and the root cause is undetermined. H3 other text : see h.10.

Event description:
It was reported that the bd q-syte¿ luer access split-septum stand-alone device was blocked while venting before use. This occurred with 25 separate devices, but the dates are unknown. The following information was provided by the initial reporter, translated from chinese to english: "1. When q-syte was vented, it was blocked. 2. Bd sales conducted exhaust detection to meet customer description, and the product defect rate was about 50%. 3. Green claims are required".

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd q-syte¿ luer access split-septum stand-alone device was blocked while venting before use. This occurred with 25 separate devices, but the dates are unknown. The following information was provided by the initial reporter, translated from (B)(6) to english: "when q-syte was vented, it was blocked; bd sales conducted exhaust detection to meet customer description, and the product defect rate was about 50%. Green claims are required".